Event description:
It was reported that the patient's implantable pulse generator (ipg) had a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.